Event description:
It was reported that the customer was at the hospital seeking medical attention for his high blood glucose. The blood glucose reading at time of call was 615 mg/dl, and has been treated with a manual injection. It was stated that the customer was experiencing unexplained high glucose for several hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.